Event description:
A report that a pt underwent a pocket revision due to discomfort was rec'd. During the revision, the physician elected to replace the ipg though nothing was wrong with the device. The pt is reportedly doing well following the procedure.

Manufacturer narrative:
The ipg was discarded by the medical facility and will not returned to bsn for evaluation.